Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - the primary console is not a single use device. Approximate age of the device from the manufacturer date is 10 years and 2 months. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was supported by an extracorporeal circulatory support device. It was reported that the primary console battery was unable to be charged after being plugged in for several hours. The patient was asymptomatic and the device was providing support. No further information was provided.

Manufacturer narrative:
The centrimag primary console was not returned for analysis. As a result, the reported event could not be confirmed and a root cause could not be conclusively determined. Reports of similar events will continue to be tracked and monitored. The labeling has an emergency/troubleshooting section for the primary console. The recommended practice, whenever there is a console or motor malfunction, is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console, and place the blood pump in the back-up motor and console to continue patient support. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.